Manufacturer narrative:
Several bolts are used to fix the different parts of the knee joint when it is mounted. The threads of the bolts are covered with an two-component-adhesive, which is hardening once the bolt is tightened. This is to assure that the parts are fixed permanently. The visual evaluation was carried out on 10/06/2015. It showed that the adhesive did not harden correctly. Therefore the bolt in the upper part (backward, right hand side) disengaged and fell out of the joint. Internal investigation is going on to determine the root cause.

Event description:
Knee joint was sent in for repair because the bolt fell out of the side. No fall, no injury. Patient did not experience any type of event related to the malfunction.